Event description:
A home patient (hp) contacted baxter's technical service center to request a swap of the homechoice (hc) machine because he states that hit is not fully draining at the end of each cycle. The hp reported that after getting off the machine, he manually drained 2100 ml. The technical service representative (tsr) reviewed the program, therapy log, and alarm log. The tsr explained the hc logic to the hp. The hp had several alarms during therapy. The tsr explained possible cause for these alarms. The hp uses a patient line extension for 3 to 4 days. The tsr advised the hp to change the extension daily. The tsr reviewed the ultrafiltration (uf) readings for each cycle. The hp has 5 cycles programmed and had ended therapy in cycle 4. The uf reading in cycle 1 of 5 was 961. A uf of 961 indicates the patient drained 961 ml more than the programmed fill volume. During follow up with the home patient's nurse in 2008, it was learned that the home patient's programmed fill volume is 2500 ml. The drain volume for this cycle would have been 3461 ml, indicating an overfill. The tsr explained the uf readings of the hp. A follow up was done with the home patients' nurse and it was determined that the patient's prescription was changed as a result of these issues. Therapy is now going well and, according to the nurse, this has resolved the problem. During follow up with the hp, he did not recall specifics of this incident, but reported his feeling of fullness was due to being new to peritoneal dialysis therapy. He stated it took him a while to adjust to the feeling of having his abdomen full of fluid, and it felt strange. He is adjusting now, and therapy is going well. There was no patient injury or medical intervention associated with this report.